Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this incident that occurred in (B) (4). Problem: pt was having an x-ray procedure. The viewing subsystem rebooted twice during this exam. Therefore, no fluoroscopy could be performed during about a ten minute period.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.